Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with critical limb ischemia (cli) and underwent percutaneous transluminal angioplasty (pta). The target lesion was located in the anterior tibial artery (ata). After crossing the guidewire, a 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.